Manufacturer narrative:
Our quality engineer inspected the 4 representative samples submitted for evaluation. The reported issue of needle clogged/ blocked not was confirmed upon inspection of the samples. Analysis of the samples showed no damages or defects. No clogged needles were observed. The root cause could not be determined as the defect was not replicated. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
Material#: 305787, batch number#: 1301551. It was reported by customer that batch of needle have a lot of resistance verbatim#: rcc received a complaint via phone. Pir attached. Batch of needle have a lot of resistance. Ref: (B)(4). Lot: 1301551. Has samples available for investigation, would like a replacements for box.

Event description:
It was reported that bd syringe 3ml ll w/ndl eclipse 25x1 rb needle clogged / blocked it was reported by customer that batch of needle have a lot of resistance verbatim#: rcc received a complaint via phone. Pir attached. Batch of needle have a lot of resistance. Ref: 305787. Lot: 1301551. Has samples available for investigation, would like a replacements for box.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.